Event description:
Information was received indicating that during use of this smiths medical cadd legacy pump, leaking was noticed. The patient reported waking up to a "softball size spot of blood/medication leaking from line". It was reported that the pump was dropped over night but appeared to be running correctly. Patient also reported experiencing headache, but stated that she usually wakes up with headache. According to the report, the patient did not switch to backup pump because "the pump still functional to continue infusion". Reported that infusion is life-sustaining and patient is not alleging that the symptoms were cause by the smiths medical product. No additional adverse effects reported.